Event description:
It was reported that the customer experienced ongoing occlusions with the mobi pump, which began during the first month of use and have become more frequent, particularly during bolus for meals. Blood glucose levels remained steady, with no adverse impact reported. The customer was advised to use an alternate insulin therapy method if glucose levels started to rise and control could not be maintained with the pump. A replacement pump was arranged, with educational support provided on occlusion prevention and pump usage.